Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 33 cm distal to the df-1 connector pin a groove in the leads body was detected. However, the insulation was found intact. It is assumed that this damage resulted from a tight ligature sleeve. Cuts in the insulation were found 20 and 35 cm distal to the df-1 connector pin. It is reasonable to assume, that the cuts resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported ventricular dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.